Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, error b30 and e216 was confirmed. However, the root cause of the root cause of the event could not be determined. It is likely due to damage on charged coupled device unit error b30 and e216 occurred. The following is included in the instructions for use (IFU): the events can be detected and prevented in accordance with the following IFU. Instruction manual ltf-s190-5 operation chapter 3 preparation and inspection: 3.8 inspection of combination functions with related equipment: ¦ inspection of endoscopic images olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope displayed scope communication error codes e216 and b30. There were no reports of patient involvement.